Manufacturer narrative:
Sex: corrected data; initial MDR inadvertently left out known sex of patient.

Event description:
Information the different seizure presentation previously reported was not related to the magnet swipe that caused the patient pain or the vns at all. No additional relevant information has been received to date.

Event description:
It was reported that a patient had a seizure that was unlike his usual seizures. It was stated that the patient's head turned to the right and he made a growling sound, and afterward had shooting pains in his lower arm from the knee down on the right side, along with vomiting, which all lasted three days. It was stated the patient had 6 seizures in total. It was stated that during these seizures, the magnet was swiped but was very painful and the patient screamed due to pain in his jaw, when he normally just coughs. It was reported that since this time, the patient is presently doing better and normal stimulation is being felt as normal. Device diagnostics were also reported to be within normal limits. No additional relevant information has been received to date.